Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Ees design engineer spoke with dr. By phone. Dr. Noted the following: he noted that the tissue was not thick because it was small bowel. The tissue layers separated (fell apart) after manipulation. At least one of the staple lines exhibited malforms in the middle of the staple line with good staples at either end. He did not note any recent changes in procedure. I could not provide a definite root cause, but mentioned the following: unformed staples in the middle of a staple line can be a sign that the tissue was too thick, causing channel and cartridge deflection. It is possible that jejunum can be above the thickness indications for a white cartridge. Tissue tension could be a contributing factor to malforms.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. After several attempts the device has not been returned.

Event description:
It was reported that the device was used during a gastric bypass. When transecting jejum the staple line did not form properly. It appeared to unzip, there were staples on each end but not in the center. Another device was used to complete the case. There was no adverse consequence to the patient.